Manufacturer narrative:
The failure for heat and noise was confirmed through functional testing, disassembly and visual inspection. Through visual inspection, the qa engineer confirmed the motor windings were damaged and corrosion was affecting the components including the gear train. This damage and corrosion may cause the failures as described in the event. The affected components were replaced. The drill was repaired and returned to the customer.

Event description:
It is reported that the device is getting warm during surgery. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.